Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, minor scratched liquid crystal display window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a crack at the top of the reservoir compartment. The customer stated that the crack started at the top and ran down halfway on the reservoir area. The customer's blood glucose was 95 mg/dl. The customer stated that she had some tape holding the piece down. She did not know how the damage occurred. She noted that she wore the insulin pump on her chest area. She stated that the insulin pump had not been dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.